Event description:
It was reported that tip of the resection sheath broke off. It is unknown when the event occurred, and there was no report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.